Event description:
Per the clinic, the patient experienced an overgrowth of tissue around the abutment. The issue was treated by removal of granulation tissue and steroid injections (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a second procedure on (B)(6) 2013, to excise the access skin around the abutment. It was also reported that the site was injected with 10 mg/ml of kenalog. The implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the patient underwent a third procedure to excise skin on (B)(6) 2013, due to skin overgrowth near the abutment. During this procedure, the patient was injected with 10 mg/ml of kenalog. This report is filed on october 10, 2013. Implanted device remains.